Event description:
On (B)(6) 2010, pt reported the down arrow button on the infusion device is not working. Pt stated he was trying to give a bolus and the button would not respond. Pt reported he could activate the quick bolus with the up button but could not program units to bolus with the down button. Pt stated the button pops out when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.